Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic oophorectomy procedure, the reload cartridge fell into the patient. The reload cartridge was successfully retrieved, but a small piece of the reload (small white dot from back of cartridge) could not. Procedure time was extended by one hour. No known additional consequence to patient.